Event description:
Boston scientific received information that the chronic ventricular implantable lead exhibited a complete break under flouroscopy. During a routine device changeout procedure, an attempt was made to extract the lead but a wire could not be fed down the lead to complete lazer extraction. This lead was surgically capped and abandoned. A new ventricular lead was attempted but the insulation became damaged due to the tight access. Additional information was received that the patient implanted with the lead that exhibited the break received two inappropriate shocks a few days prior to this implantable cardioverter defibrillator (ICD) changeout procedure. Frustration was expressed that when the patient went to the hospital, he did not have his device interrogated and programmed off for 17 hours.